Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be identified. However, during user handling, the scope connector was flooded. As a result, an abnormality occurred in the electronic component, and the event occurred temporarily. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope displayed an e315 scope error and e214 image error during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported e315 scope error and e214 image error could not be confirmed. However, debris was found in the light guide lens during the inspection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.